Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a malignant pancreatic tumor that compressed the common bile duct at the head of the pancreas. The mid-lower common bile duct was fully occluded. The patient's anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. On (B)(6), 2011 the stent was implanted without complications. On (B)(6), 2011, computerized tomography (CT) imaging and fluroscopy imaging were performed and revealed that the middle section of the stent had failed to expand. No intervention was performed. On (B)(6), 2011, an x-ray image was taken and showed the stent to have expanded properly. The patient's bilirubin levels were measured and found to have returned to the expected range. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be good.

Manufacturer narrative:
Further information received noted that following a medical review of the stent images, this review indicated that the ''images do support what is described: initial slow opening of the stent at 48 hrs and later patency."

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient had a malignant pancreatic tumor that compressed the common bile duct at the head of the pancreas. The mid-lower common bile duct was fully occluded. The patient's anatomy was not noted to be tortuous and the stricture was not dilated prior to stent placement. On (B)(6), 2011 the stent was implanted without complications. On (B)(6), 2011, computerized tomography (CT) imaging and fluoroscopy imaging were performed and revealed that the middle section of the stent had failed to expand. No intervention was performed. On (B)(6), 2011, an x-ray image was taken and showed the stent to have expanded properly. The patient's bilirubin levels were measured and found to have returned to the expected range. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was noted to be good.

Manufacturer narrative:
(B)(4): a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Based on the information provided, the failure of the stent to expand correctly is likely due to anatomical/procedural factors. Therefore, the most probable root cause is operational context.